Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(4). The tip of the catheter (1 cm about) broke off and remained inside (exact location is unk, maybe subdural or epidural). The surgeon stopped to place the catheter. Repository number: (B)(4). Per affiliate: no delay over 30 minutes has been reported. No consequences for the patient. The surgeon stopped the procedure.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be made available for evaluation. Multiple attempts to obtain the sample were unsuccessful. This report has been updated with that corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records was performed and no discrepancies were noted. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.